Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿broken.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the units error log showed that it had been having a problem with its motor encoder board, and I was able to get the same error to occur when I opened the units door. The motor encoder board is part of the air-in-line (ail) assembly, so that is what I replaced. I recalibrated the unit, and ran it through its pm tests, with no other issues after the repair.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿